Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a calcified native valve, the native valve was pre-dilated. During the deployment, the calcified valve did not allow the transcatheter valve to anchor correctly. As the valve was release, it was released at a deep depth, which directly impacted the patient's hemodynamic. The deep depth generated severe insufficiency which did not allow for a stable diastolic pressure. The patient was treated by anesthesia. The implant team attempted to raise the device using a snare however it was not possible to move the valve to an optimal position that stabilized the patient hemodynamically. The valve was post-dilated but the physician was not able to keep the valve in a stable position. The implanting physician elected to implant a second transcatheter valve. The first valve provided an optimal anchorage area so that the replacement valve would be kept in its position. The replacement valve was implanted and mild insufficiency remained. The patient's hemodynamics improved and the patient left the procedure stable. The patient was not discharged after 48 hours, as the patient required additional examinations prior to discharge. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID d-evolutfx-2329; product lot/serial number {lot#0011792917}; product type: delivery catheter system (dcs) ; implant date na; explant date na product ID evolutfx-29; product lot/serial number {serial# unknown}; product type: heart valves; implant date {(B)(6) 2023}; explant date na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient did not have a stroke but was being treated following the valve implant by the patient's physician. The treatment was not reported.

Event description:
Additional information was received that the first valve was released at a depth of at least 10 millimeter (mm). Severe paravalvular leak (pvl) was reported. The valve was repositioned to approximately 6 mm. A second valve was implanted at approximately 6 mm. Mild pvl was reported. The patient was referred to a neurologist to evaluate for stroke due to the patient¿s history of previous heart attacks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.